Event description:
Caller alleged discrepant results using the inratio2 meter: results as follows: the customers initial contact did not provide specific details. Customer's daughter later called back with more information. Inr was 4.8 a few days later 2.1 then 3.0. Date: (B)(6) 2011, inratio: 4.0, lab: 3.3. The tests were done within 15 minutes of each other. The nurse stated she often has problems getting blood and when she did the correlation she used the second drop of blood. She also stated she milks the finger. Patient takes his coumadin every evening.

Manufacturer narrative:
Patient has been diagnosed with hypothyroidism. Patient current health condition at the time of coagulation test may contribute to unexpected or inaccurate inr result. Inratio precision data provided by end-user: date: unspecified, 1st inr: 2.1, 2nd inr: 3.0, mean: 2.55, sd: 0.64, %cv: 24.96. A 4.8 inr is excluded from comparison test. Since time of test exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the patient. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Since %cv is more than 20%, the test failed the criteria for precision. As of (B)(4) 2011, no product is expected to return nor strip lot information provided. No further investigation will be pursued at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 4.0, reference: 3.3, mean: 3.65, confidence limits: 2.2-5.3. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was submitted for investigation and no strip lot number was provided. Unable to investigate further. Analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Customer was milking the finger. Per product user guide - precautions and warnings, "do not use repetitive pressure to collect the sample." Squeezing the finger stick site excessively (milking) releases interstitial fluid and may cause inaccurate results. Customer also applied multiple drops of blood to the strip. The patient's medical condition, new medication, and technique issues could not be ruled out as a cause for the discrepant results. No strip lot number was provided. The issue will be subject to tracking and trending. Corrective action not required at this time.